Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? The surgeon only needed to bandage his injury and no additional attention was needed. What is the status of the surgeon injury today?

Event description:
It was reported that the patient underwent a pacemaker procedure on (B)(6) 2017 and topical skin adhesive was used. During the procedure, when the surgeon broke the ampoule, glass particles came through the shaft and sliced the surgeon¿s finger. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The surgeon needed to bandage the injury and no additional attention was needed. No additional information was provided.

Manufacturer narrative:
The actual sample was received for evaluation. The visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The applicator shows a yellowish color on the bulb. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿